Manufacturer narrative:
Investigation into this complaint includes a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: customer results logs reviewed. The run was valid, met all assay specification requirements, and no error codes or flags were displayed for the controls (positive ctrl and negative ctrl). There is no indication that the alinity m resp-4-plex amp kit (list: 09n79-090) lot: 518877 is performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curves of the discrepant results were analyzed. Sample ID: (B)(6) was reported as positive for the rsv target only and generated a valid result. The amplification curve for the sample appeared normal and exhibited a sigmoidal shape. Per the ticket text, sample ID: (B)(6) was reported as positive for the flu b and rsv target. This customer data review found the sample was positive for the rsv target only. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list: 09n79-090) lot 518877 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 518877 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 518877. Additionally, customer data review verified that the curves for both samples appeared normal and exhibited a sigmoidal shape. Therefore, complaints considered related will include the alinity m resp-4-plex amp kit (list 09n79-090) lot: 518877 and discrepant results that exhibit normal, sigmoidal curves. The complaint history review identified eight (8) additional complaints related to the reported issue for the alinity m resp-4-plex amp kit (list 09n79-090) lot: 518877. Two tickets were associated with a confirmed complaint for carryover. Three tickets are currently elevated pending investigation. Three tickets later clarified that there was no allegation of false positive results as their positive results repeated. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot: 518877 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be conducted. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
Customer reported false positive results on the alinity m resp-4-plex assay for the rsv target. The customer received a positive result for both rsv and flub on a sample. The sample was retested using the genexpert assay and only gave positive results for flub. The false positive result was not reported outside the lab. There was no report of impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.